Event description:
It was reported that the patient's right ventricular (rv) lead had a lead warning and switched from bipolar to unipolar configuration. The ventricular lead monitor tripped due many low impedance paces recorded. A fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.